Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This report is associated with product compliant: pending. This solicited case, reported by a consumer via a patient support program (psp), concerned a six year-old male patient of an unknown ethnicity. Medical history was not provided. Concomitant medications included insulin glargine for diabetes and sansovit (as reported) as a supplement. The patient received insulin lispro (rdna origin) (humalog 100 u/ml), from an unknown formulation via a reusable pen (humapen ergo ii), 24 iu, three times a day, subcutaneously, for the treatment of diabetes, beginning on (B)(6) 2017. Approximately on (B)(6) 2018, while on insulin lispro treatment, his humapen ergo ii was not functioning properly. He was tired and when his blood glucose was measured, it was high at 580 mg/dl (reference range was not provided). The event of blood glucose increased was considered as serious by the company due to medically significant reasons. His father tried to adjust his dose and press on the injection button (in the air) but the dose was not released from the needle. His father tried several needles and said that he needed to rotate the dose knob and press on the injection button several times to release the dose. However, it releases too much insulin lispro from the needle when he did so. His father did not know if he was giving him the proper dose of insulin lispro due to the humapen ergo ii issue. His father went to several physicians and each of them recommended different daily doses and he did not know what the optimal dose was for him. Corrective treatment and outcome of the events was unknown. Treatment with insulin lispro was continued. The father of the patient was the operator of the humapen ergo ii and his training status was not provided. The humapen ergo ii model duration of use and suspect device duration were unknown but it was started in 2017. The status of humapen ergo ii was not reported and its return was expected. The reporting consumer did not provide an opinion of relatedness between the events and insulin lispro treatment or humapen ergo ii. Edit 23jul2018: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). Product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a six year-old male patient of an unknown ethnicity. Medical history was not provided. Concomitant medications included insulin glargine for diabetes and sansovit (as reported) as a supplement. The patient received insulin lispro (rdna origin) (humalog 100 u/ml), from an unknown formulation via a reusable pen (humapen luxura (burgundy)), 24 iu, three times a day, subcutaneously, for the treatment of diabetes, beginning on (B)(6) 2017. Approximately on (B)(6) 2018, while on insulin lispro treatment, his humapen luxura (burgundy) was not functioning properly (batch number: 1611b03, product complaint (B)(4). He was tired and when his blood glucose was measured, it was high at 580 mg/dl (reference range was not provided). The event of blood glucose increased was considered as serious by the company due to medically significant reasons. His father tried to adjust his dose and press on the injection button (in the air) but the dose was not released from the needle. His father tried several needles and said that he needed to rotate the dose knob and press on the injection button several times to release the dose. However, it releases too much insulin lispro from the needle when he did so. His father did not know if he was giving him the proper dose of insulin lispro due to the humapen luxura (burgundy) issue. His father went to several physicians and each of them recommended different daily doses and he did not know what the optimal dose was for him. Corrective treatment and outcome of the events was unknown. Treatment with insulin lispro was continued. The father of the patient was the operator of the humapen luxura (burgundy) and his training status was not provided. The humapen luxura (burgundy) model duration of use and suspect device duration were unknown but it was started in 2017. The status of humapen luxura (burgundy) was not reported and its return was expected. The reporting consumer did not provide an opinion of relatedness between the events and insulin lispro treatment or humapen luxura (burgundy). Edit 23jul2018: updated medwatch fields for expedited device reporting. No new information added. Update 17-aug-2018: additional information was received on 12-jul-2018 from the initial reporter via the psp in which upon the receipt of batch number the device was identified as humapen luxura (burgundy) and not humapen ergo ii reported previously. Added batch number of the suspect device. Updated the suspect device from humapen ergo ii to humapen luxura (burgundy). The (B)(4). Was processed in catool and updated in narrative accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 28aug2018 in the b.5. Field. No further follow-up is planned. Evaluation summary: a father reported on behalf of his son that his humapen luxura device did not release his insulin dose. The father tried several needles and said that he needed to rotate the dose knob and press on the injection button several times to release the dose. However, it releases too much insulin lispro from the needle when he did so. His father did not know if he was giving him the proper dose of insulin. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number 1611b03, manufactured november 2016). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to device not working or dose accuracy issues. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a six year-old male patient of an unknown ethnicity. Medical history was not provided. Concomitant medications included insulin glargine for diabetes and sansovit (as reported) as a supplement. The patient received insulin lispro (rdna origin) (humalog 100 u/ml), from an unknown formulation via a reusable humapen luxura (burgundy) pen, 24 iu, three times a day, subcutaneously, for the treatment of diabetes, beginning on (B)(6) 2017. Approximately on (B)(6) 2018, while on insulin lispro treatment, his humapen luxura (burgundy) was not functioning properly, further described that the father tried to adjust his dose and press on the injection button (in the air) but the dose was not released from the needle. His father tried several needles and said that he needed to rotate the dose knob and press on the injection button several times to release the dose. However, it released too much insulin lispro from the needle when he did so. His father did not know if he was giving him the proper dose of insulin lispro due to the humapen luxura (burgundy) issue (batch number: 1611b03, (B)(4). He was tired and when his blood glucose was measured, it was high at 580 mg/dl (reference range was not provided). The event of blood glucose increased was considered as serious by the company due to medically significant reasons. His father went to several physicians and each of them recommended different daily doses and he did not know what the optimal dose was for him. Corrective treatment and outcome of the events was unknown. Treatment with insulin lispro was continued. The father of the patient was the operator of the humapen luxura (burgundy) and his training status was not provided. The humapen luxura (burgundy) model duration of use and suspect device duration were unknown but it was started in 2017; approximately one year. The suspect pen, which was manufactured in nov2016, was not returned to the manufacturer. The reporting consumer did not provide an opinion of relatedness between the events and insulin lispro treatment or humapen luxura (burgundy). Edit 23jul2018: updated medwatch fields for expedited device reporting. No new information added. Update 17-aug-2018: additional information was received on 12-jul-2018 from the initial reporter via the psp in which upon the receipt of batch number the device was identified as humapen luxura (burgundy) and not humapen ergo ii reported previously. Added batch number of the suspect device. Updated the suspect device from humapen ergo ii to humapen luxura (burgundy). The (B)(4). Was processed in global complaint database and updated in narrative accordingly. Update 29aug2018: additional information received on 27aug2018 from the global product complaint database. Recoded the suspect humapen savvio (burgundy) from model number ms9662 to ms9664. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4). Associated with lot 1611b03 of a humapen luxura (burgundy) device. Corresponding fields and narrative updated accordingly.